Manufacturer narrative:
Correction b1: both adverse event and product problem should be check mark.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Event of dvt was assessed as not serious because based on available information, the patient did not experience clinical symptoms of dvt, dvt was diagnosed by routine ultrasound. Additional information is requested. Event assessed as possibly related to the zoll catheter due to relevant timing and location of dvt. Additional information about the patient's medical history is requested. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). Dvts are common in the general neurosurgical population, as the rates of dvt range from 19 to 50%. The rate of dvt in the patient population receiving ivtm for non-cardiac reasons is 5%. The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high risk patient populations [zoll white paper on dvt]. Dvt is anticipated event and could potentially occur with usage of any catheter. The dvt is not related to procedure.

Event description:
As reported, a patient was diagnosed with laparoscopic sacrocolpopexy (lsc) deep vein thrombosis (dvt) 2 days after a solex 7 catheter (lot #unknown) placement. The loacation of the dvt was at the left subclavian discovered during ultrasound. The patient may have had an underlying hypercoagulable disorder and preexisting polysubstance abuse. The solex 7 catheter insertion was smooth into the patient's left subclavian vein. The catheter removal was difficult but no vessel injury noted. Patient was administered with heparin 5,000u q8 to treat the dvt. Ivtm treatment did not continue after the dvt was discovered.